Event description:
It was reported that during an ng [nasogastric] tube insertion, it was discovered that the ng tube, near the reflux valve tubing was defective. Once inserted it was noted that the stomach contents began leaking out of the tubing. The ng tube was removed without incident, and the product was inspected by the clinical practice specialist and materials management. A hole near the reflux valve tubing where it connects to the main tubing. There was no patient harm.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ng [nasogastric] tube insertion, it was discovered that the ng tube, near the reflux valve tubing was defective. Once inserted it was noted that the stomach contents began leaking out of the tubing. The ng tube was removed without incident, and the product was inspected by the clinical practice specialist and materials management. A hole near the reflux valve tubing where it connects to the main tubing. There was no patient harm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.